Manufacturer narrative:
The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.5 inr, qc 2: 3.2 inr , qc 3: 3.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 8 am the meter result was 2.4 inr. Sometime between 10 and 11 am the laboratory result was 1.8 inr. The customer's therapeutic range is 2.0 - 2.5 inr. There was no allegation of an adverse event. The laboratory result of 1.8 inr was deemed to be correct and the customer's coumadin dosage was adjusted based on this laboratory result. The customer does not have hematocrit concerns, is not on heparin or direct thrombin inhibitors, does not have antiphospholipid antibodies, is on no new medications, has had no new illnesses, no changes in diet, and no bleeding or bruising. The customer's meter and test strips were requested for return. Replacement products were sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.